Event description:
Repair statement customer stated problem: alarming or red light. Key: sieve bed saturated. Additional malfunctions are the compressor has low output, the 4-way valve is contaminated, the muffler is clogged, the pilot valve is sticking, the on/off switch has no alarm, and the tie wraps and clamps were installed.